Event description:
It was reported that a 6f angio-seal sts device was deployed without incident and the pt was discharged. The pt presented to the hosp the following day describing a popping sensation and a swollen groin. An ultrasound revealed a small pseudoaneurysm for which manual pressure was applied and the pt was placed on twenty four hours bedrest. A doppler study was repeated the following day and thrombin was administered with success. The special registrar at the hosp indicated that this pt was not a good candidate for the angio-seal device. Pt had several carotid problems and had severe scar tissue in their groin. The registrar did not believe that angio-seal device was responsible for this event. A pre-placement angiogram was not performed.